Event description:
The device was used during a bowel resection procedure. The instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.